Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01011. It was reported during post-op programming, following the patient's scs trial procedure, the patient was only able to feel right low abdomen stimulation. Reprogramming provided some coverage using the lower contacts of the leads, but the stimulation in the right low abdomen was too uncomfortable. X-rays were done which did not indicate any lead movement. Follow-up identified the physician decided to reposition the lead down, and the patient reported receiving stimulation coverage of the appropriate pain areas.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.